Manufacturer narrative:
Additional information: b.5., g.1

Event description:
Healthcare professional reported ¿disappearance of symptoms (date unknown).¿

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported patient was injected with 3.0 ml juvéderm® voluma¿ with lidocaine [ch1-2, ch4, c6] and 2.0 ml of juvéderm® ultra 3 [nasolabial]. Approximately 6 months later the patient presented "inflammatory edema" after a journey by aeroplane. Additionally, "infection" and "nodules marionettes lines and nasolabial folds, ch1-2 and ch4" were also reported. Treatment: zeclar 500 mg. Symptoms ongoing.